Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 183 mg/dl. The customer stated that there are air bubbles in the reservoir and she is not sure how to get it out. The customer stated that the air bubbles are the approximate size of soda pop air bubbles. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that she did not have any issues at the moment with current set as air bubbles were purged out. The customer was advised to monitor the pump and call back if the issue persists.